Event description:
It was reported that a user attempted to pair a freestyle libre 3 (fsl3) sensor with the ilet and received an incompatibility alert, after which the user applied a freestyle libre 3 plus (fsl3+) sensor and successfully activated it with the standard warmup period. Symptoms included no adverse clinical effects or alarms. Outcomes included successful sensor activation and continued therapy without interruption. Investigation included user support troubleshooting and education regarding compatible sensor models. Investigation of this case revealed that the reported alert was consistent with use of an incompatible sensor model and that proper function resumed once the compatible fsl3+ sensor was used. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible sensor model.